Event description:
Dr. Was performing a t & a tonsillectomy and adenoidectomy on this patient with a needle tip bovie. Bovie machine was set on 0-cut and 30 coag. A small flame formed on the tip of the bovie.